Event description:
The customer's mother reported that the insulin pump had a button error alarm. The customer's mother stated that the insulin pump had recently been submerged in beach water for one to two minutes. Blood glucose level was 446 mg/dl at the time of the call. Customer's mother reported that the high blood glucose level would be treated with a manual injection. Customer's mother also reported that the customer's ketones were high at the time of the call, but also planned to treat those with a manual injection. During troubleshooting, review of the insulin pump's alarm history showed that a motor error alarm had recently been displayed. Customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis. The customer's mother declined further troubleshooting as the insulin pump was being replaced.

Manufacturer narrative:
The pump passed the rewind, basic occlusion test, prime, excessive no delivery, and displacement tests. However, the pump alarmed motor error during the occlusion test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked lcd keypad connector noted. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies. The pump had a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.